Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised that he had examined the device and was unable to duplicate the reported issue. The biomedical engineer requested that physio also examine the device. Physio-control evaluated the customer's device and was also unable to duplicate the reported issue; however, physio did observe that the device's battery pins were very loose. Loose or damaged battery pins can cause a loss of power. Physio then replaced all four (4) of the device's battery pins and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off by itself during an event involving a patient. The customer advised that medical personnel were able to restore power; however, the device powered off again by itself approximately 22 seconds later. The device was powered on again and the device displayed a "replace battery" message on the display even though two fully charged batteries were installed in the device. The device then remained powered on and was used for the remainder of the event. There was no adverse patient outcome reported. No further details about the patient or the event were available.